Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, h3, h4, h6: visual inspection: initial quality inspections by rti observed a cable stuck within the tensioner. Further visual inspections also confirmed that the device was returned without the nose piece, which is required in order to open the chuck jaws to remove the cable. The root cause for the issue was determined to be the tensioner's missing nose piece component; no issues were observed with the cable. Conclusion: the complaint was confirmed during investigation; however, it was determined the device did not cause or contribute to the issue. No manufacturing or design issues were identified during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a periprosthetic hip procedure on (B)(6) 2020, the knob of the cable tensioner was cut. An attempt was made to fix the reported device but was unsuccessful. It was mentioned that the cable got stuck in the tensioner. Thus, the surgeon had to cut the cable to remove the tensioner and an extra tensioner was used to complete the procedure. There was a 20 minutes surgical delay reported. There was no patient consequence. This complaint involves two (2) devices. This report is for one (1) 1.7mm cable with crimp 750mm-sterile . This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.